Event description:
It was reported that surgeon was trialing with a 26 +8 v40 bipolar head and he cracked the head when trying to force it on the reliance v40 trunnion.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event was confirmed. Examination of the returned device determined it fractured in overload, likely related to the surgeon having "force[d] it on the reliance v40 trunnion". A functional test using a sample v40 stem found the trial could be easily assembled to the trunnion. The investigation could not determine why excessive force was required by the surgeon to assemble the trial intraoperatively. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon was trialing with a 26 +8 v40 bipolar head and he cracked the head when trying to force it on the reliance v40 trunnion.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.